Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced severe pain, infected abdominal wound, cellulitis of abdominal wall, seroma, infection, infected hematoma, and necrotizing subcutaneous infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, infected abdominal wound, cellulitis of abdominal wall, seroma, infection, infected hematoma, and necrotizing subcutaneous infection. Post-operative patient treatment included surgery to repair device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, b5, g1, h6 (imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, infected abdominal wound, cellulitis of abdominal wall, seroma, infection, infected hematoma, and necrotizing subcutaneous infection. Post-operative patient treatment included surgery to repair device, incision and drainage, and hernia repair with new mesh.